Event description:
Event description guidant received information that telemetry was unable to be established with this pacemaker the device was not responsive to magnet application. No pacing output was observed and the battery of the device, which was noted to be included in the advisory population as described in guidant's january 21, 2006 physician letter, was determined to be completely depleted. As a result, the longevity of the battery was questioned. A determination regarding a possible device replacement procedure had not been made, as the patient was noted to have multiple health issues.